Manufacturer narrative:
Additional information received: there was no adverse effect on the patient as a result of the malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Additionally, it states that warning! Always replace a controller with a blank display or no audible alarms. This condition is predictive of a controller failure. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that there was a malfunction on the controller display. No additional information was provided.

Manufacturer narrative:
This complaint with MFR # 3007042319-2016-02592 was entered as a duplicate of MFR #3007042319-2016-01645. No additional information will be forthcoming.